Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported after sterilization process that aseptic housing was broken in two parts at user facility. Which can expose non sterile battery to the surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported after sterilization process that aseptic housing was broken in two parts at user facility. Which can expose non sterile battery to the surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.